Manufacturer narrative:
(B)(4). Due to the intra-operative events, the complainant screw was not successfully implanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: december 23, 2014 ¿ expiry date: december 1, 2024. The complaint was assessed as not related to sterilization. As such, a review of the non-sterile counterpart was completed with results as follows: manufacturing location: (B)(4) ¿ manufacturing date: october 23, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to treat a distal radius and ulnar fracture. During the procedure, the surgeon encountered difficulty when attempting to insert the locking screw into plate on the diaphyseal portion of the ulnar. Although several attempts at insertion were made, the surgeon was unsuccessful and decided to use a different sized screw to complete the procedure. The surgery was extended for two (2) minutes while the spare screw was collected. Concomitant device(s) reported: plate (part/lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Potential lot number for the complainant part: 9296092, 9268044, and 9533229. Based upon the potential lot numbers, the following UDI¿s numbers are also possible: (B)(4). A review of the device history records (DHR) has been completed for all three potential lots with results as follows: part 04.210.114s / lot 9268044: manufacturing date: december 1, 2014 - expiry date: november 1, 2024. The event was assessed as not related to sterilization. A review of the non-sterile DHR was conducted: manufacturing location: (B)(4) - manufacturing date: november 4, 2014. No non-conformance reports (ncr) were generated during production. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 04.210.114s / lot 9296092 : manufacturing date: december 23, 2014 - expiry date: december 1, 2024. The event was assessed as not related to sterilization. A review of the non-sterile DHR was conducted:. Manufacturing location: (B)(4)- manufacturing date: october 23, 2014. No ncrs were generated during production. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Article 04.210.114s with lot 9533229: manufacturing date: june 23, 2015 - expiry date: june 1, 2025. The event was assessed as not related to sterilization. A review of the non-sterile DHR was conducted:. Manufacturing location: (B)(4)- manufacturing date: may 12, 2015. No ncrs were generated during production. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The DHR's indicated that the sterile parts were manufactured at an unspecified synthes us location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.